Event description:
Additional information received that vessel tortuosity was normal. No patient symptoms or further complications were reported as a result of this event. The patient discharged. The guidewire was able to pass the catheter hub. The avigo was stuck inside and there is a resistance felt. The guidewire tip was not shaped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 103-0606-200 (b610703); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an avigo guidewire that had resistance/was stuck in the echelon 10 micro catheter. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The echelon 10 microcatheter was carefully removed from the retainer hoop and flushed. It was inserted in the rhv and the avigo guidewire was immediately inserted. The guidewire was advanced until the middle segment of the catheter, where resistance was felt and the avigo did not continue advancing through the catheter. The surgeon tried to remove the guidewire but it was stuck in the catheter. The whole system was removed and replaced for the procedure.  Subsequently, the guidewire was forcefully extracted from the microcatheter in vitro and broke; it was observed that a part had separated from the primary wire. No patient information was reported and the guidewire break occurred outside the patient's body.